Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was 270 mg/dl. Customer was unsure how much insulin was initially loaded into cartridge. Customer continued to use cartridge for insulin therapy and declined follow up call from tandem technical support.